Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a 7232cx implantable cardioverter defibrillator: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was a fracture of the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.